Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2015-05474. It was reported that a rotawire fracture occurred. A rotawire and a 1.25mm rotalink burr were selected to treat the target lesion. During the procedure, it was observed that the wire broke off. There were no patient complications reported.